Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also reported that blood/body fluid on the proximal conductor (not obstructed) and the helix mechanism. The outer insulation had cosmetic environmental stress cracking, a breached cut, and a cosmetic depression. Apparent explant damaged was also noted.

Event description:
It was reported that the atrial lead had high thresholds and dislodged. Blood appeared to have ingressed into the lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.